Manufacturer narrative:
(B)(4). Manufacturer date is unknown. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery in (B)(6) 15 years ago. The patient¿s chief complaint was of blurred vision. The patient had an enhancement procedure on (B)(6) 2019 and presented on (B)(6) 2019 with an over response to the treatment in patient's right eye (od). Patient's chief complaint is of blurry vision and does not want another enhancement. Patient is happy with the reimbursement of glasses. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019, right eye pre-op was 20/20 1.50 x -.75 x 160 and left eye pre-op was 20/20 .75 x -.50 x 40. Bcva from (B)(6) 2019, right eye post-op was 20/25 -1.25 x -.25 x 165.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date was unknown. The manufacturer date is 5/21/1998. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.